Manufacturer narrative:
Correction: d4, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on 11/22/2025 that an m31 air detected in cassette warning occurred drain 1 of 4. The patient was connected during incident and fluid was seen. The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. Unused lines were clamped, and no air bubbles were found during setup. A fluid leaked occurred from unknown. The patient can see droplets on the floor. There were alarms/warnings prior to leak; m31 air detected in cassette occurred prior to the fluid leak. Upon follow-up conducted on 11/25/2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated they were aware of the patient¿s call to ts on 11/22/2025 but were not aware of any reported leaks. Per the pdrn the patient did call the clinic to report the issue but did not mention any leaks during their pd treatment that day. Per the pdrn the patient could be confused since the patient is dealing with a urinary tract infection (uti). The pdrn also stated that the patient is currently hospitalized due to the uti infection. The pdrn confirmed that the patient¿s hospitalization is not related to their pd treatment. The pdrn confirmed that the patient was able to complete treatment on the day of the reported event. The patient is continuing her pd treatment at the hospital as well. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that an m31 air detected in cassette warning occurred drain 1 of 4. The patient was connected during incident and fluid was seen. The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. Unused lines were clamped, and no air bubbles were found during setup. A fluid leaked occurred from unknown. The patient can see droplets on the floor. There were alarms/warnings prior to leak; m31 air detected in cassette occurred prior to the fluid leak. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) stated they were aware of the patient¿s call to ts on (B)(6) 2025 but were not aware of any reported leaks. Per the pdrn the patient did call the clinic to report the issue but did not mention any leaks during their pd treatment that day. Per the pdrn the patient could be confused since the patient is dealing with a urinary tract infection (uti). The pdrn also stated that the patient is currently hospitalized due to the uti infection. The pdrn confirmed that the patient¿s hospitalization is not related to their pd treatment. The pdrn confirmed that the patient was able to complete treatment on the day of the reported event. The patient is continuing her pd treatment at the hospital as well. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.